Event description:
Hill-rom received a report from the account stating the bed exit would not alarm on the bed. The bed was located on the 2nd floor of the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found the external speaker was the issue. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the external speaker top resolve the issue. Based on this information, no further action is required.